Manufacturer narrative:
The ge service representative conducted an on site investigation. The lemo connector, the video controller board, and the camera were replaced. The camera was calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the system would not display an image. No patient injury was reported.